Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the error did not reappear, and the caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.